Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the viscoject 2.2 delivery device. During implantation, the physician noticed an inferior capsule tear. Intervention was performed in order to enlarge the incision and remove the lens. A vitrectomy was performed and a three-piece replacement lens was placed in the sulcus. The incision was sutured as part of standard protocol. The patient is doing well. Reference MDR #1119279-2010-00146.

Manufacturer narrative:
(B)(4).